Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately three years ago. Aneurysm and iliac morphology were not reported. It was reported that currently a type 1 proximal and a type 1 distal endoleak were noted. No secondary intervention performed. The patient has disease in the arch, unrelated to the talent endograft and the hospital is considering surgical options. The physician stated that it looks like the stent graft had one of the bare springs proximally flip and this could potentially be causing the type I endoleak. The patient will return for an intervention in the future. No clinical sequelae were reported, and the patient is fine. A review of several returned still images show a possible misaligned bare spring of the most proximal device.

Manufacturer narrative:
Evaluation codes, results: patient's condition affected effectiveness of device (disease progression). Inherent risk of procedure (endoleak). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (disease progression).